Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis without the distal shaft. Tactile inspection found no kinks in the hypotube. Microscopic examination revealed a complete separation at the collar/proximal shaft area. Microscopic examination revealed that the ptfe was pulled out of the collar. Microscopic examination presented no damage or irregularities to the collar. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in a severely calcified coronary artery. A guidezilla guide extension catheter was used in order to treat the lesion. However, the guidezilla guide extension catheter encountered difficulty upon advancing to the target lesion due to calcification. The guidezilla guide extension catheter was removed once outside the patient's body and it was noticed that the port of the guidezilla guide extension catheter was lifted. The physician then pulled the guidezilla guide extension catheter however, the collar part was detached. The device was exchanged with a non bsc guide extension catheter to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in a severely calcified coronary artery. A guidezilla guide extension catheter was used in order to treat the lesion. However, the guidezilla guide extension catheter encountered difficulty upon advancing to the target lesion due to calcification. The guidezilla guide extension catheter was removed once outside the patient's body and it was noticed that the port of the guidezilla guide extension catheter was lifted. The physician then pulled the guidezilla guide extension catheter however, the collar part was detached. The device was exchanged with a non bsc guide extension catheter to complete the procedure. No patient complications were reported and the patient's status is good.